Event description:
On (B)(6) 2012, the patient contacted animas reporting that 2 days ago she was changing the cartridge she was not able to secure the cap. The animas customer support representative conducted troubleshooting with the patient and discovered that the threads on the cartridge cap was stripped as well as cracked on the bottom of the cap. The patient stated she has never changed out the cartridge cap. The patient was advised to discontinue the use of the pump and go to backup plan. She claimed she has had multiple high and low blood glucose levels over the past 2-3 days but was unsure they were related to the pump and the cartridge cap issue. On (B)(6) 2012 the patient had a 47 mg/dl blood glucose level with symptoms of feeling agitated and confused. The patient's daughter gave her 15 grams of carbohydrates and her blood glucose went back up into the low 100's mg/dl. Details regarding event leading to the 47 mg/dl was not reported. On (B)(6) 2012, the patient had a 270 mg/dl blood glucose level and was feeling lethargic and nauseated. She self treated with a bolus of insulin and her blood glucose levels (unspecified result) went down later in the day. The patient did not receive any other forms of treatment. Based on the provided information, the alleged cartridge cap issue is not likely to cause an adverse event as the issue is generally obvious and detectable by the user. The pump user guide instructs the user to inspect the pump and confirm that it is operating properly. However, this complaint is being reported because the patient allegedly experienced a low blood glucose event and received assistance from her daughter while using the pump.